Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. In efforts to reprime, the patient instead initiated therapy which is done by pressed go. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. Complaint was not confirmed. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding starting the initial drain when trying to reprime the patient line. The technical service representative (tsr) assisted the home patient (hp) in ending therapy on the homechoice (hc). The hp would restart with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.